Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a changeout procedure, the right atrial lead exhibited capture anomaly. Upon inspection, the lead exhibited insulation anomaly. The lead was explanted and replaced. The patient was in stable condition.